Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device alarms for no apparent reason. There is no set loaded. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced missing platen assy cause no load set. Replaced door assy crack upper hinge, rear case housing assy crack upper well, upper pressure sensor assy for check IV set, iui connector assy corrosion. Replaced u4 led on display board assy for segment dim. Based on the findings, service determined that the proximate cause of the reported issue was due to missing platen/hinge kit assy 8100. A review of the device history record for sn (B)(6) was performed from date of manufacture 05/13/2013 to the present date 1/8/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device alarms for no apparent reason. There is no set loaded. No additional information was provided. There was no patient involvement.